Manufacturer narrative:
Initial and final MDR device 3 of 3.

Event description:
Reference number (B)(4). Event occurred in united kingdom. On 30-july-2024, it was reported by the patient that three infusion set cannula was missing after 3 hours of insertion. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.